Manufacturer narrative:
Qn# (B)(4). The reported complaint of misfire/jam-staples not forming/closing was confirmed based upon the sample received. The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared to be properly aligned. The stapler was returned with 26 staples remaining in the cover block, suggesting that the customer fired about 9 staples. The trigger was returned partially engaged and evidence of use in the form of biological material was present on the device. As part of functional inspection, multiple attempts were made to fire staples by engaging the trigger of the stapler using hand pressure, the first three staples were properly formed and released. The stapler was then fired into a simulated skin pad to simulate insertion into the skin. 22 staples were fired and were able to engage and close into the simulated skin without reopening. One staple did not properly form and release into the skin pad. Die casting anomalies were observed on the forming tools. The sam ple was returned to the manufacturing site for further analysis. Each stapler was fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it was unlikely that the issue was present at the time of assembly. It could not be conclusively determined what caused the staples to misalign. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate the issue of wide visistat staplers failing to function properly. The forming tool component was also under the same investigation. Investigation still ongoing at the time of this report. Additionally, the IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A DHR review was performed, and no evidence was found to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "during the procedure, the staple does not close on the skin. This problem was observed several times. The staples do not stay on the skin and fell off when the dressing is being changed. It happened twice in a row. A second stapler from same reference and same lot number was used to complete the procedure". Education was provided via "face-to-face training at the surgery room and also provided written documentation, specifying the importance of the closing gap of the wound tissue before the applying the stapler". Per the customer, there is no further information regarding this complaint. If additional information is received, the complaint file will be updated. See associated MDR #3003898360-2023-01265.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during the procedure, the staple does not close on the skin. This problem was observed several times. The staples do not stay on the skin and fell off when the dressing is being changed. It happened twice in a row. A second stapler from same reference and same lot number was used to complete the procedure". Education was provided via "face-to-face training at the surgery room and also provided written documentation, specifying the importance of the closing gap of the wound tissue before the applying the stapler". Per the customer, there is no further information regarding this complaint. If additional information is received, the complaint file will be updated. See associated MDR #3003898360-2023-01265.